Event description:
It was reported while using bd vacutainer® k2 edta (k2e) plus blood collection tubes, one tube exhibited foreign matter. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
B3: date of event is unknown. The date received by manufacturer has been used for this field. There were multiple medical device types reported to be involved. The information for the additional device type is as follows d.2.b medical device type: jka d.2.a common device name: tubes, vials, systems, serum separators, blood collection e1: initial reporter phone #: an additional phone number was reported as follows: (B)(6). There were multiple 510k numbers reported to be involved. The information is as follows: g.4. PMA / 510(k)#: k213670, k231373 investigation summary: bd received two photos for investigation, and upon evaluation of the two photographs, a yellowish edta clump was observed in the tube. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: additive abnormality. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.